Manufacturer narrative:
The pump was returned and tested with the following findings: testing confirmed intermittent responses to button presses on the keypad. Multiple button presses are required before the buttons will engage. Product analysis removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.

Event description:
Reporter alleged that the keypad is worn out and all buttons need to be pressed several times before they functioned properly. Mother also mentioned that the screen was dim and has noticed it gradually getting dimmer over time. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.